Event description:
It was reported that the patient developed a hematoma post implant procedure. It was further reported that the hematoma was "rinsed" three days post implant procedure. The device remains in use. The patient is a participant in (B)(4) study. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.